Event description:
The patient presented with a popliteal aneurysm. The viabhan device was advanced and positioned. During deployment of the device because the access wire did not extend far enough beyond the aneurysm, the device 'fell back' and landed inside the aneurysm. The patient was converted to a surgical repair of the aneurysm, implanting a vascular graft.

Manufacturer narrative:
The investigation into this event is currently in process. A review of the manufacturing records was conducted. The review of the manufacturing records verified that the lot was processed normally and pre-release specifications were met.